Event description:
It was reported by the patient that the lead was not working. The lead was capped and replaced and then later explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, (B)(6) 2003. (B)(4).